Manufacturer narrative:
The insulin pump was received with a critical error and pump error found in the formatted history file due to corroded electronic assembly. The motor assembly was found with corrosion traces. The insulin pump was received with cracked case on the back at the battery tube area, cracked battery tube threads, minor scratched lcd window and cracked case. We were unable to verify button keypad anomaly due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error and the keypad buttons are not responsive. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump may have had moisture damage. Customer was advised to monitor the pump and call back if issues persist. Troubleshooting advised customer on address and that the pump would be replaced.